Event description:
It was reported by a optician that a pt experienced pain and received unspecified medical treatment for a corneal abscess while using the contact lenses. The initial treatment was from an ophthalmologist in a hosp in (B)(6). The pt then went to (B)(6) where the event worsened and an ophthalmologist in (B)(6) was consulted. The pt was advised by the treating physician that the abscess could have been caused by the contact lenses. The event is not currently resolved, the pt is receiving treatment and contact lens wear has not resumed. Add'l info has been requested.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk. A trend related investigation in progress. Upon completion of the investigation, a f/u medwatch will be filed. (B)(4).